Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The electronic records from the device was downloaded and confirmed the device experienced inappropriate loss of power. The software version of the device was installed. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off by itself. In this state defibrillation therapy would be delayed or unavailable if needed. There was no report of patient use associated with this event.